Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation procedure using an 8f sheath. Reportedly, the plunger was pushed down and removed, but the suture was too short to cut, so the suture was cut by scissors, and the device itself was removed. Hemostasis was achieved using manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1506- product quality problem- irregular appearance was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the previously reported "the plunger was pushed down and removed, but the suture was too short to cut, so the suture was cut by scissors, and the device itself was removed." Was incorrect. Reportedly, a cuff miss [suture retrieval issue] occurred. No additional information was provided.